Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D4: UDI: as the serial and lot number for the device involved in the event was not provided, the full UDI is currently not available. D9: complainant part is not expected to be returned for manufacturer review/investigation. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable.

Event description:
It was reported that that on an unknown date the sleeve got stuck over the screw. To remove the screw, it was needed to break the sleeve. In the process of breaking the sleeves, the driver broke and the threaded tip got stuck in the shaft of the screw. Both are now broken. Procedure completed successfully. There was no patient consequences. This report is for one (1) symphony nav driver - sleeve. This is report 2 of 2 for complaint (B)(4).